Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the actual surgical procedure? What were the indications for surgery? What color cartridge was used to create the gastro-jejunostomy? Was there any staple formation issue identified? Were any blood products necessary? What stapling device was being used? Does the surgeon pulse fire or use one continuous stroke? What is the current patient status?

Event description:
It was reported that during a case of open total pancreatectomy. The chief complaint is bleeding from staple line. Patient had ngt inserted and drainage pod 1 was fresh blood. Bleeding staple line was at gastro jejunostomy anastomosis. Patient went for gastroscopy and endoscopic clip x 3 was applied on bleeding site. There were no gapping of anastomosis. During operation, ecr60g was used for anastomosis. Patient not on anti coagulant drugs. Patient is now well post endoscopic clipping.

Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: what was the actual surgical procedure? Total pancreatectomy. What were the indications for surgery? Malignancy. What color cartridge was used to create the gastro-jejunostomy? Blue. Was there any staple formation issue identified? No . Were any blood products necessary? No. What stapling device was being used? Pse60a. Does the surgeon pulse fire or use one continuous stroke? One continuous. What is the current patient status? Patient is now well post endoscopic clipping.